Event description:
It was reported that during an unrelated procedure, right ventricular (rv) lead damage was observed. Medical adhesive and a suture sleeve were used to resolve the event. The rv lead remains implanted and in use. The patient was in stable condition.